Event description:
This pt had a left total knee six years ago. Pt had been having trouble with their knee for about six months to a year. Pt had falled a couple of times on their left knee. Pt presents with about 20 degrees extensor lag, and lacks full extension of their left knee. X-rays showed pt has disassociated the patella button from their patella and it is loose. Pt was admitted for repair of the left knee. Intraoperatively the patellar button was removed.